Manufacturer narrative:
Device is combination product.

Event description:
It was reported that a dissection occurred. The patient presented with multi vessel disease. Vascular access was obtained via the femoral artery. The 85% stenosed, 3.0x36mm, eccentric, de novo target lesion was located in a severely tortuous, non-calcified, right coronary artery containing a significant bend greater than 90 degrees. Predilation was performed resulting in 80% residual stenosis. While advancing a 3.50x38mm promus element drug eluting stent, significant resistance was encountered. When the stent was deployed, it caused a proximal dissection. A 3.5x20mm stent was deployed to cover the dissection and bail out the patient. The patient status was stable.